Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced the buffer syringe to resolve the issue. The fse performed calibration and quality control with acceptable results. The fse verified the analyzer returned to normal operation. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low sodium patient results on their dxc 700 au clinical chemistry analyzer. The results were released outside of the laboratory. Approximately 100 patient samples were repeated, and the results were amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide any patient data or demographics.